Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is torn at the distal and proximal end of the pad. There was material missing as a result. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the harmonic ace blade fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed with no further injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved with the use of an endoscope. All fragments were retrieved and confirmed by checking integrity. There was no additional surgical procedure performed. However, an x-ray was performed to check for remaining fragments. The surgeon believes the issue broke due to product quality. The instrument was inspected prior to use with no damage observed. The instrument was used for dissecting when the instrument broke. There were no issues with functionality and there was no instrument collision. The instrument was removed prior to the breakage with no resistance. Upon final removal, there was no resistance, no damage to the cannula, and no further damage to the instrument. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the provided image was consistent with the blade tip being broken off. .